Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door was sagging due to a loose hinge, causing the hasp to rub against the bottom of the smart remote manager (srm) opening and resulting in misalignment. The field service engineer (fse) inspected srm and hasp alignment, tightened and corrected the refrigerator hinge, realigned the refrigerator door, centered the hasp on the srm, and adjusted the gap. The door now opens and closes smoothly without rubbing. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested drawer swap. There were no adverse events or injuries reported based on this event.